Event description:
Additional information received reported the patient was re-educated and able to demonstrate effective charging. The patient was confirmed to be in continuous mode and the cause of the event was not determined. The patient was not able to charge normally and was not receiving effective therapy. No further troubleshooting was performed however it was noted the patient had an appointment scheduled for (B)(6) 2015. Lastly it was noted the patient was hypotensive and was still having intractable back pain. They were using percocet and aleve daily.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a coupling problem. There was a broken external antenna. No medical or therapy problem was reported. No out of box failure was reported. The implantable neurostimulator (ins) just stopped recharging and it wouldn¿t take a charge. The night prior the patient lay on the implantable neurostimulator recharger (insr) antenna for hours and no coupling boxes would shade. The patients insr was functioning as it should but the patient was having issues with coupling. Those issues had been going on for the last 3 days prior. The patient spoke to the manufacturer representative but they did not perform any troubleshooting. The patient did not use a recharging belt because it did not work for them. It did not help with their coupling. The belt hadn¿t worked for the patient since implant. The patient was walked through a charging session. No coupling boxes were shaded. The patient placed the antenna slightly below the incision line. The patient turned the antenna dial and that did not help. The patient had already tried turning the antenna dial and it hadn¿t helped with coupling. The patient had tried all positions. The patient was walked through the antenna locate feature and the patient was able to get 4 coupling boxes shaded. The patient would charge for 2-8 hours and the implantable neurostimulator (ins) would not charge. The insr showed empty coupling bars and the patient used to get all 8 coupling bars .the day prior they did an al on the phone and were able to get 4 bars. As soon as the patient got off the phone they were back to empty coupling bars. The patient received a new antenna the day of the report but it did not resolve the issue; there were no coupling bars. The patient was getting to the point where there was no battery. The patient tried reposition antenna and antenna dial. They patient did not move when charging. The belt never worked for the patient. But since implant, the patient hadn¿t had any trouble until the time of the report with the recharging. Once the patient received the new recharger, it recharged perfectly for 1 day and they were receiving effective stimulation. The patient noted that they had not been able to charge since then. The patient¿s wife had been hysterical for the past 7 days and wanted the device taken out if they couldn¿t get it to work. They were looking for a pain healthcare provider (hcp). They hadn¿t seen anymore since just after implant. The patient was in pain due to therapy not working. Information has been requested regarding cause of event and patient outcome which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: a01411002, serial# unknown, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n479249, implanted: (B)(6) 2014, product type: accessory. (B)(4).